Event description:
The clinician reports that the day the implant was placed in ada 29, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.